Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, non-sustained rv oversensing was observed due to post paced t-wave oversensing on the ventricular lead. Patient did not receive therapy during the oversensing. Programming changes were made and further programming changes were recommended. No further information available.

Event description:
New information received: programming changes were made. No further episodes of oversensing was observed. Patient was stable.